Event description:
Tip of harmonic ace missing - intraoperative x-ray taken before closure and again in recovery room - no metallic or dense radiopaque foreign body identified. Did not find the tip. The surgeon documented "the oscillating tip of the harmonic ace instrument broke and part of the tip was left in the patient. This tip is approximately 11 millimeters in total length and 5 millimeters of it was not retrieved when the instrument broke. A due diligence search was done - x-ray taken - no evidence of the retained tip in the pelvis.